Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing episodes with no corresponding electrocardiograms. The alert logs showed that there should have been several episodes but only one episode was listed. The episode was labeled as "invalid" and could not be viewed. No device intervention was performed. Patient was stable.